Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing issues with multiple reservoirs. The customer's blood glucose at the time of event was 200 mg/dl. The customer states the reservoirs were covered with water coming out and then wouldn't turn in place. The customer states the first reservoir a couple of days ago failed and their blood glucose would not come down. The customer stated after changing the reservoir there blood glucose came down. The reservoir was discarded. The reservoir will not be returned for analysis.